Event description:
It was reported that the patient had a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for this event. The patient was treated with vancomycin (1gm, repeat after five days), injection of cefepime (1gm for fifteen days) and injection of amikacin (125 mg for fifteen days). At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.